Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 5 x 150 supera veritas stent system was prepared for use. After the stent was rinsed, it was introduced onto the guide wire, but became stuck. The supera was not introduced into the anatomy. When an attempt was made to remove the supera, the end of the system separated on the guide wire. The guide wire was finally removed from the supera, but the supera was no longer used due to the separation. A new 5 x 150 supera was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip detachment was confirmed. The resistance with a guide wire could not be tested due to the condition of the returned device. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.